Manufacturer narrative:
Investigation summary: - the three consecutive resets occurred during the follow-up on 15 august 2024 at 14h59 due to a bug during the device interrogation by using a cpr3 head. The bug generates an error in the code read by the head, resulting in inconsistent values and, as the values are incorrect, the software performs a reset. - the first two resets were performed with a return to ram, but it didn't resolve the issue. As a result, a third reset was performed with a switch to standby mode (rom), which successfully re-initialized the device. - the re-initialization has been correctly performed and the subject device has returned to a normal functioning. - a particular note should be made regarding the atrial lead, as an alert was issued on 15 august 2024 at 9h49 for a high atrial impedance (greater than 2000 ohms) in bipolar mode. It should be noted that the implant was already reprogrammed in unipolar mode for the atrial lead. - this complaint is recorded for trending purposes. Please find attached the investigation report.

Event description:
Reportedly on 15 august 2024, it was found that the pacemaker had re-initialized during the regular follow-up. The device was originally programmed with dddr, but was reset and switched to vvi, and error message 27 indicated that it had been re-initialized three times from bos. There is concern about the impact on the protection function of the device and an immediate analysis is required.